Manufacturer narrative:
Findings: unit unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. No e70 alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 487 mg/dl at the time of the call. The customer stated that the insulin pump stops and goes into the rewind sequence. The customer stated that the issue occurred three times. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.